Manufacturer narrative:
At this time, vyaire has not received the suspect device for evaluation.

Event description:
The customer reported while using the vela ventilator; the device displays low pressure and circuit occlusion alarms. The customer replaced the circuit, expiratory valve, and flow sensor assembly. However, the issue was unresolved. The issue occurred during patient-use, the customer reported there is no patient consequence associated with the event.